Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Review of the provided expertise files did not allow to confirm the reported issue with the display of the virtual keyboard, as no trace of this type of issue can be found in the technical files. Therefore, the root-cause of the reported behavior could not be determined. It could have resulted from a graphical malfunction, an issue at the level of the operating system or a touch panel malfunction, but none of these hypotheses could be confirmed with certainty. It should be noted that there is no patient safety risk associated to this behavior.

Event description:
Reportedly, during an implantation on (B)(6) 2022, it was impossible to enter patient data with the subject programmer. On (B)(6) 2022, the same behavior was observed during an interrogation with the same patient: the digital keyboard was frozen and no patient information could be entered. This issue was only observed for this patient.